Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a device change out, a new sense/pace lead was added due to a sensing anomaly and high capture threshold on the rv lead. The defib portion of the lead remains active.